Event description:
It was reported the patient was admitted on (B)(6) 2010 for lower extremity swelling and shortness of breath. The EKG showed paced rhythm, 66 and the chest x-ray suggested early fluid overload. The patient had "acute decompensated diastolic heart failure with bilateral lower extremity edema and stage 2 renal insufficiency". The patient received an atrial lead in the summer on (B)(6) 2010 and there was "difficulty with the atrial lead anchoring, and so they reprogrammed the device to vvi mode. If she needed a different mode then they would re-evaluate lead replacement/revision. The nurse added that the positioning difficulty with the lead is more common occurrence in patients with down's syndrome". A referring physician saw the patient in the hospital due the patient's "malfunctioning atrial lead".

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on 2-sep-2010. Of note, the reportable malfunction is normally submitted via a bimonthly medwatch report submission that would have been submitted on 10-dec-2010. Information was subsequently received on 25-oct-2010 and revealed patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore, being submitted as a 30-day report. The physician planned to have the atrial lead repositioned when the patient's congestive heart failure improved. "Patient noted to have probably pacemaker malfunction based on telemonitor and device interrogation showed lack of atrial sensing and capture suggestive of lead displacement and confirmed by cxr. Pm was changed to vvir pacing mode. Pt discharged with recommendation to see dr. Peterson for replacement/repositioning of her pm". The patient died.